Event description:
Hospital reported the patient experienced shock, chills, fever and increased leukocytes following injection of contrast media as part of a CT scan procedure. Patient was hospitalized and has fully recovered.